Event description:
Over last several months, nurse has had a rash/itching/redness and fluid filled blisters at times on both hands around her knuckles. She is in gloves for ten hours at a times in long cases. Hands itch/tingle. The surgical scrub she uses may also be a factor. She saw a dermatologist, and then an allergist who performed scratch testing which apparently showed an allergy to 4 things. Dermatologist prescribed steroid cream.

Manufacturer narrative:
Cardinal health is filing this as the importer. The customer did not provide the sample, however they did provide the lot number. The device history record was reviewed and no abnormalities were noted. Historical trending was done. The potential root cause could not be identified. However, a small percentage of the population may experience an allergy to some of the chemicals which may be added during the manufacturing process. Some reactions may be caused by contact dermatitis and may not be allergic in nature at all. The supplier was apprised of the complaint and will closely monitor the manufacturing process. We will continue to monitor for complaints of this nature.